Manufacturer narrative:
A review of the device history record for the lot number provided confirmed the model as an 8dct and found (B)(4) pieces were released on (B)(6) 2010. There was no nonconforming product in the lot. Return of the reported tube has been requested. If the sample is returned a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. Additional information from user facility: (B)(4): endotracheal tube, low pressure cuff, (B)(4).

Event description:
A copy of medwatch uf/importer report (B)(4) was received via airmail on (B)(6) 2011. The report states the following: product problem: required intervention. Date of event: (B)(6)-2010. Date of their report: (B)(6)-2010. The event was described as: nurse documents physician at beside for emergency bronchoscopy. Pt taken to or emergently after bronchoscopy for placement of new endotracheal tube. Et tube was found to be defective, thereby allowing cuff air to slowly leak from balloon; was not the cuff itself. Suspect medical device: shiley lot: 1004001114, implanted: (B)(6) 2010, explanted: (B)(6) 2010, device available for evaluation: marked yes, concomitant medical products: puritan bennett 840 ventilator started (B)(6) 2010 transfer to ltac. Initial reporter: (B)(6). Additional information from user facility: pt had tracheostomy performed on (B)(6) 2010. Et tube in place and pt on ventilator post-op. On (B)(6) 2010 at 09:00 nurses document "persistent leak" with physician notification. On (B)(6) 2010 09:40 nurses document "persistent and significant leak: total volume less than 100 ml." At 10:17 nurse documents "physician at bedside for emergency bronchoscopy." Pt taken to operating room emergently after bronchoscopy for placement of new endotracheal tube. Et tube was found to be defective by surgeon and confirmed by anesthesiologist; exact issue: valve defective, thereby allowing cuff air to slowly leak from balloon; was not the cuff itself.